Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient noted they were experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with the remote home monitoring system. Home environment radio frequency inference was checked, but unable to be located. The patient went to the clinic, where the s-ICD was successfully interrogated. A new home monitor was given to the patient, however the same result occurred. It was noted that the patient also has another manufacturer's device implanted as well. Engineering was asked to review the data. Upon review, engineering was unable to find any data that could cause the communication problem. However, the data stored from the in office interrogation found that it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient noted they were experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with the remote home monitoring system. Home environment radio frequency inference was checked, but unable to be located. The patient went to the clinic, where the s-ICD was successfully interrogated. A new home monitor was given to the patient, however the same result occurred. It was noted that the patient also has another manufacturer's device implanted as well. Engineering was asked to review the data. Upon review, engineering was unable to find any data that could cause the communication problem. However, the data stored from the in office interrogation found that it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. It was reported that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to update the initial reporter name that was inadvertently left off the last report.

Event description:
It was reported that the patient noted they were experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with the remote home monitoring system. Home environment radio frequency inference was checked, but unable to be located. The patient went to the clinic, where the s-ICD was successfully interrogated. A new home monitor was given to the patient, however the same result occurred. It was noted that the patient also has another manufacturer's device implanted as well. Engineering was asked to review the data. Upon review, engineering was unable to find any data that could cause the communication problem. However, the data stored from the in office interrogation found that it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. It was reported that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was retained by the hospital and is not expected to be returned.

Event description:
It was reported that the patient noted they were experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with the remote home monitoring system. Home environment radio frequency inference was checked, but unable to be located. The patient went to the clinic, where the s-ICD was successfully interrogated. A new home monitor was given to the patient, however the same result occurred. It was noted that the patient also has another manufacturer's device implanted as well. Engineering was asked to review the data. Upon review, engineering was unable to find any data that could cause the communication problem. However, the data stored from the in office interrogation found that it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to update the initial reporter name that was inadvertently left off the last report. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. After chilling the device, the model and serial number populated but rf telemetry was still unable to be established. This was suggestive of a potential intermittent, temperature-dependent issue within the rf circuitry. The device was able to be interrogated using non rf communication at room temperature. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient noted they were experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) with the remote home monitoring system. Home environment radio frequency inference was checked, but unable to be located. The patient went to the clinic, where the s-ICD was successfully interrogated. A new home monitor was given to the patient, however the same result occurred. It was noted that the patient also has another manufacturer's device implanted as well. Engineering was asked to review the data. Upon review, engineering was unable to find any data that could cause the communication problem. However, the data stored from the in office interrogation found that it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported. It was reported that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.